Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced a hypoglycemia event while using the ilet bionic pancreas with a dexcom g7 cgm, during which the cgm displayed a rapid decline near 50 mg/dl while a home glucometer read 121 mg/dl. Paramedics later measured 30 mg/dl, treated for hypoglycemia, and advised that the glucometer reading was inaccurate. Symptoms included fidgety behavior consistent with low blood glucose. Outcomes included on-site treatment with oral glucose and food with resolution, without hospitalization. Investigation included review of the event history and use patterns reported by the family. Investigation of this case revealed missed meal announcements for multiple days, recent unannounced meals with hyperglycemia preceding the low, and patient concern about over delivery; the agent advised that the ilet does not deliver insulin during low glucose. It was concluded that hypoglycemia was likely related to missed meal announcements and subsequent insulin dosing dynamics rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.